Manufacturer narrative:
510k: this report is for an unknown quantity of unknown 3.5mm locking screws/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Possible part numbers provided are: 212.115, 212.119, 212.117, 212.113, 212.112, 204.826 complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient underwent original procedure at unknown date and patient had non-union post operatively. Post operative x-rays revealed that some of 3.5 mm locking screws were noticed to be backed out from proximal side of humerus plate. Revision surgery was performed on (B)(6) 2017. Twelve screws and a plate was explanted. New synthes devices and non synthes allograft were implanted successfully without any delay in surgery and patient outcome was stable. The exact quantity of 3.5 mm locking screws which were backed out is unknown. Concomitant devices reported: 3.5mm lcp® proximal humerus plate-standard 5 hole shaft/114mm (part 241.903 , lot number unknown, quantity 1), 3.5 mm locking screws (possible part numbers: 212.115, 212.119, 212.117, 212.113, 212.112, 204.826, lot number unknown, quantity unknown) this report is for an unknown quantity of unknown 3.5mm locking screws this is report 1 of 1 for (B)(4).